Event description:
A user facility reported to olympus error code, e103 (examination lamp error). The device was not inspected prior to use. The unidentified diagnostic procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of error code e103 (examination lamp error) was confirmed due to a converter failure. The output connector was also rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to converter failure. Olympus will continue to monitor field performance for this device.